Manufacturer narrative:
B3: updated the date of event as: (B)(6) 2019.

Manufacturer narrative:
Patient weight were requested, but no information was provided. The device lot number was requested, however no information was provided. (B)(4). According to the gore® seamguard® bioabsorbable staple line reinforcement instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: infection, inflammation, adhesions and hematoma.

Event description:
It was reported by a gore field sales associate that a patient underwent a sleeve gastrectomy using gore® seamguard® bioabsorbable staple line reinforcement approximately 5 weeks ago. Reportedly, a leak was discovered requiring a reintervention.